Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a potential breakage of the ultra-thin diamond balloon catheter occurred. The lesion was located in the distal superficial femoral artery (sfa). The aortic bifurcation was crossed to reach the distal sfa. The physician reported little resistance while advancing the ultra-thin diamond balloon over another manufactures guide wire, but was finally able to reach the target lesion. The lesion was then dilated with the ultra-thin diamond balloon catheter. The number of inflations and to what atms is unk. The physician removed the ultra-thin diamond balloon catheter without any reported issue. However, it was reported that an occlusion of the truncus tibio fibularis artery occurred. Therefore, a thrombectomy was performed using an unspecified diagnostic catheter. The physician noted that what was aspirated appeared to be a piece 4 cm in length that was not clot material. The physician was unable to exclude that this piece was not part of the balloon catheter. The procedure was completed with the same guide wire and another ultra-thin diamond balloon catheter. The pt status was reported to be "stable".